Manufacturer narrative:
(B)(4). Unit passed displacement test and selftest. However, unit received with high sleep and active currents due to corroded internal lithium battery and corroded electronic assemblies.

Event description:
Information received by medtronic indicated that the customer received a low battery alert prior to the replace battery alert or replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.